Manufacturer narrative:
(B)(4). Unit p-cap or reservoir locked properly in place. Unit received with cracked case (battery tube) and broken battery tube threads. Unit passed selftest and displacement test. Hardware low level failure alarm (variable 3) confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 83 mg/dl. The customer stated that there was crack on the battery compartment. Alarm was occurred for the second time. The customer has cleared the alarm and finished process. The fill cannula was recorded in daily history. The customer was asked verbally and in written form to return broken insulin pump for analysis. The insulin pump will be returned for analysis.